Event description:
Reportedly, during patient use, a low pressure alarm occurred which could not be silenced. The ventilator stopped after 30 minutes and the patient was ambu-bagged. There were no adverse patient sequelae reported.